Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had a medication stuck in it, and it could not be recovered. A field service engineer (fse) provided phone support to the customer, who successfully removed the back panel and dislodged the medication stuck behind the matrix drawer. The customer confirmed that the drawer was recovered and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had a med stuck and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.